Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was instructed to continue using the pump and to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.